Manufacturer narrative:
(B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the patient reported that the freedom ac power supply wall cord stopped working. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has a redundant power source of onboard batteries, and patients are provided with backup ac power supplies. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the patient reported that the freedom home ac power supply wall cord stopped working. There was no reported adverse patient impact. The freedom home ac power supply was returned to syncardia for evaluation. The home ac power supply failed functional testing because the unit was not able to provide output voltage, duplicating the customer experience. The exact cause for this failure is unknown. This failure mode poses a low risk to the patient because the freedom driver has a redundant power source of onboard batteries, and patients are provided with backup ac power supplies. The freedom home ac power supply was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.